Manufacturer narrative:
Concomitant product(s): dtma1qq ICD, implanted: (B)(6) 2017; 4598 lead, implanted: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had t-wave oversensing (twos) post device change-out surgery. The lead was reprogrammed, however the issue was not resolved. Replacement is scheduled for the future. The lead is still in use. No patient complications have been reported as a result of this event.